Event description:
9/3/96 pt taken to the catheterization lab for a left catherization and coronary angiography. The left anterior descending had 70% stenosis, the left circumflex coronary artery had 75% stenosis, and the right coronary artery had 80% stenosis. During this procedure, the angiography equipment had to be reset three timed due to a ma overload. The svc was called to repair the problem and the x-ray tube was serviced on 9/4/96. 9/5/96 the pt was brought back to the cath lab for coronary angioplasty. A stent was placed in the proximal and mid-right coronary artery, and balloon angioplasty was performed on the distal right coronary artery. During this procedure the equipment failed again in the same manner as before. The pt needed to be moved to a different room to complete the procedure. The svc was called again and a new x-ray tube was ordered.